Event description:
It was reported that (1) tx60b was used during a low anterior resection procedure. It was reported by the affiliate that during the procedure the brand new tx60b (blue), its staples did not come out at all. The cartridge was empty. The surgeon completed the operation with hand anastomosis. There was no pt consequence.